Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the stat entry area for obstructions and cleaned it. The cse was able to scan tubes in each rack slot and small tubes normally. The cse verified the proper functioning of the instrument with the operator. The cse stated that the obstructions in the stat entry area can cause tube misreads however, the actual cause of the sample tubes being misread is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
The operator of an advia centaur xp instrument contacted a siemens customer care center. The operator stated that the sample reader shifted tubes to right on the sample rack, resulting in a message "no sample detected" at position e as it was empty. The customer provided the example for sample reader shifting the tubes. Sample ids at positions b, c and d were read and assigned to positions c, d and e respectively. The customer stated five sample racks were run during the time of occurrence. They were running brain natriuretic peptide assays in stat queue. The customer repeated all the samples and reported the repeat results. It is unknown if the initial results were different from the repeat results. There are no reports of patient intervention or adverse health consequences due to the sample tubes being misread.